Manufacturer narrative:
(B)(4).

Event description:
The customer reported observing drops of fluid on the closed tube aliquoter (cta) aliquot probe of a unicel dxc 600i synchron access clinical system as it traveled down into the wash cup. The customer indicated that the leak was contained within the cta and there was no report of injury or exposure. The customer stated that the issue has not had an impact on patient samples and that quality control (qc) and patient values were not affected. The customer also noted observing red cells being aspirated and deposited into aliquot vessels when running the bnp (brain natriuretic peptide) test. The customer specified that the issue only occurred on the bnp test. The customer was wearing personal protective equipment consisting of safety glasses, gloves and a laboratory coat at the time of the event. No erroneous results were generated and there was no change or impact to patient results in connection with this event. Beckman coulter field service engineer (fse) was dispatched and replaced the closed tube aliquoter (cta) aliquot probe. Instrument's performance was then verified by performing the carryover test and confirmed to be within specifications.